Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they were diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic due to complaints of abdominal pain. A pd culture was obtained and the patient was diagnosed with peritonitis. The patient was administered initial doses of prophylactic antibiotics prior to culture results as well as having their pd catheter (not a fresenius product) flushed. The patient was given intraperitoneal (ip) cefazolin 2g and fortaz 1g in the clinic. The patient initially reported the abdominal pain as resolved after the dose of antibiotics and catheter flush; however, the patient again reported abdominal pain. The patient was sent to the hospital where they were admitted. The initial cultures obtained from the pd clinic have not come back due to delays from weather related issues. The pdrn does not have any hospital documentation as the patient remained hospitalized at the time of the call. The cause of the peritonitis was not determined, but there were no reported fluid leaks, nor any issues with a fresenius device, product(s) or drug in relation to the peritonitis event.

Manufacturer narrative:
Correction: b3, d10 (therapy date), h6 (health effect clinical code).

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and any fresenius device or product. Although the cause of the peritonitis is unknown and the culture results are not available, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient within the three (3) month timeframe immediately preceding the event date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected timeframe. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they were diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic due to complaints of abdominal pain. A pd culture was obtained and the patient was diagnosed with peritonitis. The patient was administered initial doses of prophylactic antibiotics prior to culture results as well as having their pd catheter (not a fresenius product) flushed. The patient was given intraperitoneal (ip) cefazolin 2g and fortaz 1g in the clinic. The patient initially reported the abdominal pain as resolved after the dose of antibiotics and catheter flush; however, the patient again reported abdominal pain. The patient was sent to the hospital where they were admitted. The initial cultures obtained from the pd clinic have not come back due to delays from weather related issues. The pdrn does not have any hospital documentation as the patient remained hospitalized at the time of the call. The cause of the peritonitis was not determined, but there were no reported fluid leaks, nor any issues with a fresenius device, product(s) or drug in relation to the peritonitis event.